Event description:
Device malfunction: hard stuck. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure after a diagnostic procedure. Reportedly, the physician had difficulty removing the device and the wings did not fully collapse. The locator button did return to its initial position after firing the clip as expected. Hemostasis was achieved with the device. No additional information is available.

Manufacturer narrative:
Evaluation summary: the returned device was fully clip-deployed. The device had a displaced safety release button and rod assembly. A damaged distal end of the device was found, which consisted of displaced pusher tube fingers and a vessel locator with bent and broken wings, which may have contributed to the complaint. All of the broken wing material was accounted for and all of the wings were secure in their attachment to the vessel locator itself. The root cause for the displaced safety release button was determined to be user error by improperly depressing the safety release button and not sliding the button distally. No root cause could be determined for the damaged condition of the distal end of the device, however, the damage is consistent with a twisting motion applied to the device. Patient anatomy may have contributed to the event, as it was reported there was a prior arteriotomy and pvd. There was no malfunction of the device detected. Review of the device history record did not produce any findings relevant to this report.